Event description:
It was reported that the customer was experiencing unexplained low blood glucose. The blood glucose reading at time of call was 36 mg/dl. It was stated that the customer has treated with food. Troubleshooting was performed. It was stated that the reservoir was showing less insulin than the status screen. The mother stated that since the customer had a low glucose episode and the doctor can not account for it, she wanted to troubleshoot the insulin pump. Ran a displacement test and the test passed. It was stated that the customer has not changed the infusion set for several days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.